Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having vertebral body formation, pps at level th10-l2. It was reported that the cement leaked from the right th11 screw head when filling the cement. When the marker was checked, it was thought that the cement delivery guide assembly had been inserted to an adequate depth, but as a result, the screw was inserted without the tab being adequately inserted into the screw, so it is possible that the marker for checking the depth of the guide assembly was mistakenly identified. There a delay of less than 60 minutes in the overall procedure time. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis of part # 55750027540, lot # h5779412 - visual inspection confirmed the bone screw is still attached to the extender tabs. The implant cannot be removed due to the dried cement leakage in the head of the bone screw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.